Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for needle bent & difficult/unable to operate. A review of all risk management documents for the product family of the device involved in this complaint (pen needle, needle bent, difficult/unable to operate), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number for needle bent & difficult/unable to operate. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle was jammed. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that upon troubleshooting it was determined the needle was bent. Missed medication dose because pen jammed up.